Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, greater than 40,000. Impedances check run. Reprogramming attempted. They were also seeing "out of regulation/settings not available" and stimulation was unable to be adjusted. Changed programs, unable to get coverage with remaining contacts. A return of pain was noted. The patient called and told rep she was having issues with her remote and she was getting an error message. Rep saw her at the doctors office and upon communicating with her batteries, saw that she had multiple contacts out. The patient did not report any events that could¿ve led to a fractured lead or damaged battery. At this time, rep is unable to tell if the issues with the lead or the battery. The patient will be making an appointment with neurosurgery and letting rep know when this appointment is scheduled so they can discuss these issues and her options with her surgeon. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.